Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 78.3cm from the hub. There are multiple kinks along the hypotube. Microscopic examination revealed no additional damages. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 12mm emerge balloon catheter, it was noted that the device was in two pieces. The device was never used and was replaced with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 12mm emerge balloon catheter, it was noted that the device was in two pieces. The device was never used and was replaced with another of the same device. No patient complications were reported and the patient's status was stable.